Event description:
The hospital has recently switched over to covidien supplied vascular clip appliers 9.0mm width. Today, with use of this device there was a white residue that was discharged from the tip of the clip applier into a sterile neck wound. On closer examination the entire tip of the clip applier was covered in a white residue with intermittent areas of exposed steel. I tried this off the field with nursing staff and we saw gross residue come out. Given that this constituted a foreign body I immediately stopped use of this device. We opened two more devices with the same problem. I discussed with rep who said that this is "teflon coating." I responded that I have used clip appliers for a long time and have never seen this. Unless covidien is willing to take responsibility for a teflon related infection we should remove this product from our shelves.